Event description:
It was reported that error 23008 occurred on universal surgical manipulator (usm) 2 when the customer was setting up the system. The customer hard power cycled the system several times but the error could not be resolved. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The usm was analyzed, and error 1173 was confirmed in the log. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a test platform where the sensor check was found to be failing on the 0x1 axis. Once testing was completed, the yaw searchlight sensor was tested and verified to be the source of the fault. The root cause was attributed to an electrical defect of the yaw searchlight sensor assembly. .